Event description:
The customer called to report a battery out limit alarm after having the battery out for over 10 minutes. The customer stated that she changed the time and date several times, but the insulin pump keeps going to the rewind screen, then shuts down completely. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a cracked solder joint on the interface board.